Event description:
Olympus was informed that at an unspecified time/date the esg-400 electrosurgical generator issued error message e006. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(4)(received at omsc on 2022-08-25). During the evaluation at omsc the reported error message e006 could not be reproduced. No functional defect of the electrosurgical generator could be determined, the device was found to be working correctly. Error message e006 can have different causes but in all cases, it is triggered if the electrical resistance between the two electrodes increases, which is generally caused by user error, e.g. If an irrigation fluid with a low conductivity is used or if there is increased tissue adhesion at the electrode¿s distal tip. However, the exact cause could not be conclusively determined in this case. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: electrosurgical, generator esg-400; common device name: hf-generators; 510(k): k203682; product code: gei.